Event description:
It was reported during a surgical procedure at the user facility the touch screen went black during initialization resulting in the procedure being canceled. It was reported there was no medical intervention or patient impact.

Manufacturer narrative:
The reported event was confirmed. During the device evaluation, the technician observed a moisture damaged touchscreen. Based on a review of previous similar events, the presence of a moisture damaged touchscreen may cause or contribute to the reported event. The care instructions for this device specify: ¿do not use an aerosol spray directly on the generator display screen¿ and ¿wipe the generator display screen with a soft, lint-free cloth moistened with a glass cleaner¿. The touchscreen was replaced and the device passed the final inspection before it was returned. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported during a surgical procedure at the user facility the touch screen went black during initialization resulting in the procedure being canceled. It was reported there was no medical intervention or patient impact.